Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (check te messages/adjust belt messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to separated rear pulse wires inside the distribution node (dn). The root cause for the separated wires was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the patient was receiving "check therapy pad" messages and "adjust belt" messages.